Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in anterior side assessed as surgical damage, observed opening in posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive (shell thickness within specification) additional observations: brown particles observed in the surface of the shell.

Event description:
Healthcare professional right side reported rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.